Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site and the entire system was explanted, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a skin infection at the ipg site due to the patient taking the dress off before first wound check. As a result, a surgery intervention occurred wherein the system was explanted to resolve the issue.